Event description:
The patient fell out of a tree a few weeks ago, while using a chain saw. He states that he fell on his feet and did not damage the device, but there is a question of both damage to the generator and possibility of lead failure. The patient apparently had an inappropriate shock, but the event could not be retrieved because of inability to fully interrogate the device. The patient presented one day ago with an ICD shock. Remote monitoring revealed device has re-set to vvi at 65 (ventricularly paced, ventricularly sensed, pacing inhibited). Patient was admitted for observation overnight and presents to the or for a generator change and lead integrity testing. The pt. Was flouroscoped and cined looking at both the generator and leads looking for fracture points. None were found.